Manufacturer narrative:
The investigation determined that unexpected vitros amon quality control and patient results were obtained on a vitros 5600 integrated system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer performed incubator cleaning (including replacement of evaporation caps), updated white reference corrections factors, and recalibrated the in-use vitros amon reagent lot. Following completion of these service actions, expected vitros amon performance was observed. The investigation determined that the most likely cause of the event was instrument related. There was no evidence to suggest a malfunction of vitros amon lot 1013-0228-0963.

Event description:
The customer obtained unexpected vitros amon quality control and patient results (qc b1408= 120.0 vs. Expected result= 195.5 mmol/l; patient result =159.0 vs. Repeat result= 26.0 mmol/l) on a vitros 5600 integrated system. The unexpected patient result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the patient result. The affected sample was repeated and the repeat amonnia result reported. There was no impact on patient treatment and no report of patient harm as a result of this event. (B)(4).